Manufacturer narrative:
(B)(4): evaluation: results: (lesion morphology); (niddm and hp); (stent thrombosis). Conclusions: (lesion morphology); (patient's condition predisposed event).

Event description:
The physician successfully deployed a 3.5mm diameter x 18mm length endeavor rapid exchange (rx) drug-eluting stent to the proximal circumflex and a 3.0mm diameter x 24mm length endeavor rapid exchange (rx) drug-eluting stent to the distal circumflex resulting in 0% stenosis. Ivus confirmed complete apposition of both stents to the vessel wall. Approx one week later, the pt presented at the hospital with chest pain. Emergency cag was performed. This confirmed a stent thrombosis, proximal to the previously deployed stent to the distal circumflex. A tvr was performed resulting in good dilatation and blood flow and subsequent recovery of the pt.